Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a lower endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was difficult to deploy. After some attempts, the clip trying to pull it off the tissue, it deployed and stay there. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.